Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. There was no harm to the pt. No time of the event was not reported. The procedure was completed with a second fiber.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.